Event description:
Ous MDR. After an implantation period of approximately 6 weeks, low sensing values were reported via home monitoring. As no lead dislodgement could be confirmed during a follow-up, it was decided to replace the lead. It was not returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Thus a mechanical analysis of the fixation mechanism was not properly feasible. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.